Event description:
The patient reported that upon inserting a new battery, the pump has no display and only intermittently beeps. She tried multiple batteries from different packages but there was no improvement. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no power issues were observed in the black box. No activity outside normal use observed in the black box or download history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. A battery cap contact test was performed; no battery cap connection defects were observed. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.